Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. Review of the event history log (ehl) showed an "upstream occlusion" alarm was recorded in the event log several times. During the functional testing, the reported issue was confirmed. The root cause of the event was an anomaly in the component (upstream occlusion (uso) sensor). Replaced the uso sensor to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that there was an upstream blockage. This occurred during infusion at the facility, but no patient harm or adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.